Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the unspecified alert screen received issues as reported in the event description. A probable cause of the damage to the jaw and the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the specialty coordinator and the surgeon reported that the device would begin sealing cycle normally. However, after advancing the I-blade approximately half-way down the jaw, an error would occur. This occurred in multiple different tissue thickness. Another like device was used to complete the procedure. There were no adverse consequences for the patient.